Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an angioguard (6mm basket, medium support) became jammed inside of a guide catheter. The devices were removed from the patient as a unit. A second angioguard (6mm basket, medium support) was opened for the case. It was reported that the basket could not be retrieved by pulling the basket out without collapsing the basket. There was no patient injury reported. The devices were clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, an angioguard (6mm basket, medium support) became jammed inside of a guide catheter. The devices were removed from the patient as a unit. A second angioguard (6mm basket, medium support) was opened for the case. It was reported that the basket could not be retrieved by pulling the basket out without collapsing the basket. There was no patient injury reported. Multiple attempts to obtain additional information were unsuccessful. The devices were not returned for analysis. 2018-00051302-1 a product history record (phr) review of lot 35234190 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. 2018-00051302-2 a product history record (phr) review of lot 35234190 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿delivery system impeded¿ and ¿capture system capture difficulty¿ were not confirmed as the devices were not returned for analysis and procedural films were not received. The exact cause of these events could not be determined. Patient and procedural factors likely contributed to the reported events. As per the instructions for use (IFU), which is not intended as a mitigation. ¿insert the peel-away guidewire introducer into the interventional sheath introducer or the hemostatic valve of the y connector attached to the guiding catheter. Ensure the hemostatic valve is fully opened before inserting the guidewire introducer. Carefully insert the deployment sheath/guidewire assembly through the peel-away guidewire introducer and into the guiding catheter or the interventional sheath introducer. An 8f (2.7 mm) with a .088" minimum ID guiding catheter or a 6f (2.0 mm) interventional sheath introducer is recommended for ease of removal. Never attempt to recapture the filter basket using the deployment sheath. If repositioning of the device is necessary, use the capture sheath. Once the lesion is treated and all of the interventional or diagnostic devices have been removed, thread the prepped capture sheath over the proximal end of the guidewire. Open the hemovalve and advance the capture sheath until the distal marker on the sheath lines up with the proximal marker on the filter basket. This will close the filter basket. Caution: use caution when withdrawing the angioguard xp emboli capture guidewire through the deployed stent. Never pull the captured system into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and guidewire and confirm filter basket closure by ensuring reduction of the filter basket diameter shown by the radiopaque strut markers. Place the torque device over the guidewire and attach the luer lock to the capture sheath hub. With the torque device locked to the capture sheath, tighten the torque device to the guidewire. Then remove the system by pulling the guidewire proximal to the capture sheath hub through the guide catheter or interventional sheath introducer and out of the hemostasis valve as a single unit. Care should be taken when pulling the captured basket through the open hemovalve to avoid potential release of captured emboli within the guiding catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.